Event description:
Malfunction: stent dislodged from balloon. Symptoms/ae: none. Time of malfunction: during the procedure. It was reported that during a superficial femoral artery stenting procedure the stent came off the balloon. The physician passed the groin sheath from the right to the left and had the stent delivery system( sds) in position. He decided to take another angiogram so he attempted to withdraw the undeployed omnilink sds from the artery. As he was pulling the sds out the stent caught the tip of the sheath and slipped off the balloon. The physician ballooned the undeployed stent against the arterial wall and placed a self expanding stent trapping the constrained omnilink between the self expanding stent and the vessel wall. The self expanding stent covered both the intended lesion and the misplaced omnilink. There was no reported injury and no additional info available.